Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a visual inspection of the returned product revealed the red lumen folded in on itself within the end of the cannula proximal to the motor housing. Significant kinking was noted along the red lumen. The guidewire was not returned. In conclusion, it was determined the cause of the root cause was improper insertion technique when using the old red lumen. This report is being filed as part of a retrospective review of historical records.

Event description:
During the preparation of the catheter, the medical professional was unable to pass the guidewire through the red cheater. When the effort was made, the cheater folded and kinked the wire. A new impella device was used and placed without issue. There was no direct patient involvement.